Event description:
A ventilator was returned to the MFR for routine preventive maintenance. The device was not in pt use.

Manufacturer narrative:
Eval of the device by the MFR's service center found damage to the 10 k ohm potentiometers for volume and flow adjustment. The potentiometers were found to have a dislodged rear enclosure, which caused an open circuit condition due to excessive movement of the potentiometer shaft. This malfunction is indicative of significant physical force. The potentiometers were replaced to address the issue. This the ventilator was returned to a third party service center for eval. The device's ac inlet connector was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01. The potentiometer was evaluated by the MFR's engineering department and was found to have a dislodged rear enclosure, which caused an open circuit condition due to excessive movement of the potentiometer shaft. The malfunction appears to have been caused by significant physical force (unit was dropped or struck) applied to the front of the component.